Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) due to the pump not working. Customer reverted to an alternate method of insulin therapy. Customer declined to provide further information and disconnected from call with tandem technical support (cts). Upon follow up, although customer did not believe the infusion set was the issue, customer received additional infusion sets from their healthcare provider. No further assistance from cts was required.